Event description:
While the doctor was using a flexiva ID trac tip 200 fiber for the holmium laser. He asked if the laser was in the ready mode and was answered yes, the doctor did not have a beam so he asked to increase the beam. He stepped on the laser peddle when ready, the laser fiber was not working, he noticed the fiber was broken and he asked for another fiber (same ref and same lot). This time the fiber worked to break the ureteral stone. At the end of the case withdrawing the laser from the 4 port ureterscope, the doctor noticed the fiber was broken in the same spot.